Event description:
New information received noted that the patient was stable during and after the procedure.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient claimed that they did not feel the vibratory alert. Patient was stable after receiving the bpa alert. Premature battery depletion was suspected.

Manufacturer narrative:
The reported field event of premature mature battery depletion was confirmed in the laboratory due to review of device image. A longevity calculation was performed and found that the battery depletion was premature based on the device usage. Further analysis could not be performed at this time per legal hold.